Manufacturer narrative:
(B)(4). Follow up emdr submission. Failure mode could not be confirmed since no samples or photos were provided for evaluation. Device history record review could not be performed since a lot number was not provided for evaluation. Most probable root cause could not be determined since no issues were found during the applicable manufacturing, packaging and inspection processes that can relate personnel, material or method with the reported failure.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted upon completion of investigation.

Event description:
Medical specialties - disconnected customer stated via email: pleurx catheter drain system was used off label on a pediatric patient. While the pleurx catheter was hooked to the atrium drain system our adapter drain line ((B)(4)) came apart behind the locking connector piece. Reported item was being used on patient. No patient harm reported or medical intervention required. Additional information received (B)(6) 2015: what type of drainage was being performed? Pleural fluid from the chest do you have the sample available for evaluation? Yes. I have the sample available , do you need a biohazard container to ship it in? Yes we would need a biohazard container to ship it in.